Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an increased upstream occlusion alarm during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information b5: the alarms occurred post implementation of v90201 software update. Additional information h6 and h10: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Review of the event history log found multiple "upstream occlusion!" Messages. The device was not received for evaluation; therefore, a device analysis could not be completed. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.